Event description:
It was reported that a patient initially was implanted with a titanium metal plate and 7 or 8 screws on (B)(6) 2011 for a trimalleolar fracture of the right ankle. During an unspecified date in (B)(6) 2013, the plate and screws were removed at the patients request due to complaints of pain. The patient stated that she was able to feel the plate when she walked. The fracture was reported to be healed and therefore, no additional hardware was implanted. The patient reported that the surgery was completed as an outpatient, was uneventful and she walked out of the hospital without any problems. She also reported that the devices were intact without signs of corrosion. This report is for an unknown plate. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Explant on unknown date in (B)(6) 2013. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.